Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2013 with a bifurcated and an infrarenal aortic extension. Upon follow up, it was noted the patient had an endoleak from below right iliac limb. Physician implanted a limb extension on the right side to correct the leak. No patient injury was reported.

Manufacturer narrative:
Based upon the clinical findings, the reported event has been confirmed. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. A design or manufacturing root cause for the reported event could not conclusively be determined. However, cautionary product use conditions that might have contributed to this event included: the circumferential severe calcifications at the bifurcation and the proximal right iliac artery. Patient factors that might have contributed to this event included: the chronic renal disease and the inability to tolerate contrast surveillance; co2 was planned to be used at implant.